Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet, associated with inconsistent sleep patterns, skipped meal announcements, frequent pump pauses during showers, and overtreatment of hypoglycemia with full meals. Symptoms included hypoglycemia reaching 64 mg/dl. Outcomes included temporary interruption of normal activities requiring caregiver support and additional diabetes self-management. Investigation included troubleshooting and user education conducted with the caregiver. Investigation of this case revealed user-related factors, including lack of routine, not announcing meals, frequent pausing, and overtreatment of lows, which are consistent with operational use issues rather than a device malfunction. It was concluded that the event resulted from user handling and behavioral factors, and additional training was offered. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.